Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose has been in the 300 mg/dl and 400 mg/dl range for the past three days. Her current blood glucose is 400 mg/dl, which she has yet to treat since she just found out about her current level. The customer's insulin pump alarmed no delivery, and when she checked the tubing she identified a reservoir leak. Troubleshooting was initiated for the reservoir leak. The customer stated that she smelled insulin inside of the insulin pump. The leak was located at the reservoir compartment. The customer confirmed that the barrel of the reservoir was cracked. The reservoir will be returned for analysis and two replacement reservoirs were shipped to the customer.